Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl surgery the u-wire (the suture that holds the anchor) of the footprint ultra cannot be locked and the thread got wear so it was not usable. No significant delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: d9: updated, device received. H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image indicated that the anchor was broken. A visual inspection revealed that the anchor of the device was fractured, and the inner plug had been fully advanced on a set of sutures. The sutures had been cut away, but were still present in the anchor. It appears that the plug was tightened down onto the retaining suture as well as the suture loop that is intended to pull the procedure suture through, when it is only intended to be tightened onto the procedure suture. This likely contributed to the breakage, especially if the retaining suture was pulled on after the plug had been tightened. There was some debris on the anchor and sutures, indicating use. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Incomplete anchor insertion may result in poor anchor performance. Breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, tightening of the torque limiter on the wrong sutures, or an inadvertent impact event. No containment or corrective actions are recommended at this time.